Event description:
It was reported that pump displayed repeated malfunction alarm with malf 12 despite reset attempts, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump, open mobile app to upload logs, and place pump into storage mode, and pump was arranged for replacement under warranty; customer planned to use multiple daily injections as backup, was instructed to program pump settings and reconnect continuous glucose monitor on replacement pump, and was advised to return problematic pump within 10 days using pre-paid label, which customer acknowledged and understood.